Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient reported since about 3 days ago, they were getting small shocks while using therapy. Patient said they had their stimulation set at 2.4, but the shocks progressively got worse. Patient went to bed at 5:30 in the afternoon on their right side, because that side was not getting the shocks. Patient turned their stimulator off and by the afternoon, and they didn't experience further shocking. Patient's representative told them to keep the stimulation on, but to set the stimulation to the lowest level where they wouldn't be receiving shocks, which they were doing now. Patient was going to meet with their representative on thursday to find out what the problem was. The patient was redirected to their healthcare provider to further address the issue. Patient also reported they lost their wireless re charging belt. Agent sent email to repair for wireless recharger belt. Patient wasn't certain of the proper size, so may have to call back for another. Patient said they really loved their stimulator and look forward to having the rep fix the shocking issue. Patient call back on (B)(6) 2025 stating that they received the medium belt but realized they needed a large. Agent sent an email to repair.

Manufacturer narrative:
Section h6 eval code conclusion (fdc/annex d) updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.